Event description:
The product was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/7/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was confirmed and attributed to a dimensional desrepancy. Manufacturing has implemented a corrective action in order to prevent this condition from re-occurring.